Manufacturer narrative:
A bhr cup (74120156, 13gw01989 sn (B)(6)), and bhr head (details not visually confirmed - 74222144, *2284 sn006) were received for investigation following hip revision surgery for bhr metal on metal reaction. The batch/lot number for the returned bhr head is obscured and no additional documentation was provided to confirm the lot number. As a result, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. A review of the complaint history for the bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. The production records were reviewed for the bhr cup involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. Visual inspection was carried out on the returned devices. A wear patch was observed on the bearing surface of the head. Dents and circular marks were observed on the acetabular cup. Damage was also observed on the outer rim of the cup. Wear analysis was performed to review linear wear on the bearing surface of the bhr head and bhr cup. A wear patch was identified on the bearing surface of the head. Due to the damage (circular marks, dents) and low level of wear on the bearing surface, a wear patch could not be positively identified. Maximum linear wear for the modular head was 18.7¿m volumetric wear 6.2mm³. Maximum linear wear and volumetric damage remain unidentified for the cup due to damage. A clinical evaluation of the available information was performed. The product evaluation indicated, ¿a wear patch could not be positively identified on the cup due to damage and relatively low level of wear. Based on historic wear data, after 7.0 years in vivo, the measured linear wear for the head is in line with the expected wear for a head in non-edge loaded smith and nephew large diameter metal-on-metal device.¿ however, without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/clinical records are received, the clinical task may be re-opened and a thorough assessment will be rendered at that time. Based on historic wear data, after 7.0 years in vivo, the measured linear wear for the head is in line with the expected wear for a head in non-edge loaded smith and nephew large diameter metal-on-metal device. Based on the available information and returned devices our investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to the patient suffered a bhr metal on metal reaction. Additional details have not been provided at this time. The outcome of the patient is unknown.